Event description:
The customer reported the 2600 system stopped working and is not allowing the tech to fluoro. No patient injury was reported.

Manufacturer narrative:
The service rep replaced the motherboard and motor controller pcb. The system operates as intended.